Event description:
During surgical procedure, 200 laser fiber was not working properly. Did not produce aiming beam and produced an unusual sound. Fiber was replaced and case resumed without further issues.